Event description:
It was reported that the right ventricular lead was fractured, and oversensed noise, which led to the delivery of inappropriate shocks. It was also noted that the lead impedances were out of specification. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.